Event description:
Customer reported a malfunction on the pump, identified by a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and as the malfunction code did not recur, they were informed they could continue using the pump. Customer was advised to contact technical support again if the issue reappears, and they acknowledged and understood the instructions.